Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The totally occluded, 20x3.0mm lesion contained >=90 degree bend and was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.00x20mm promus element ¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion as the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The totally occluded, 20x3.0mm lesion contained >=90 degree bend and was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.00x20mm promus element ¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion as the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).